Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported receiving unspecified low glucose readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer received a "replace sensor" error message after less than 20 hours of use and was unable to obtain glucose readings. Adc customer service contacted the customer, who confirmed that the sensor had been replaced and returned for investigation. No third-party treatment was reported. Based on the information provided, there was no report of serious injury associated with this event.